Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer also reported that the insulin pump received no delivery alarm and performed fixed prime and found that the insulin exited, insulin pump passed self test and when performed displacement test the insulin pump alarmed no reservoir. The insulin pump and reservoir will not be returned for analysis.